Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 01mar2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. It was recorded within the pcu device error and event logs that the system was charging the battery from a very low battery alarm condition while one of three attached pump modules was actively infusing at a rate of 20ml/h. The pcu was placed under repeated similar load conditions and operated for 25 days without repeating the error code event. The inspection process did not find any issues that may have been a contributing factor. The state of the ac power source during the customer¿s incident is not known. The pcu at the time of the malfunction event was recorded to be in use for treatment. CAPA reference : n/a. The customer stated that there was no patient incident reported.

Event description:
It was reported during preventative/battery maintenance that the device had error code 120.4610. Although there were several reports of other devices that the optimal battery conditioning test were not completing, this device completed the optimization test. It is believed that the issue is associated with the power supply board. It was also noted by the clinicians that the device was providing an unspecified alarm. There was no patient incidents associated with this failure.

Event description:
It was reported during preventative/battery maintenance that the device had error code 120.4610. Although there were several reports of other devices that the optimal battery conditioning test were not completing, this device completed the optimization test. It is believed that the issue is associated with the power supply board. It was also noted by the clinicians that the device was providing an unspecified alarm. There was no patient incidents associated with this failure.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 01mar2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. It was recorded within the pcu device error and event logs that the system was charging the battery from a very low battery alarm condition while one of three attached pump modules was actively infusing at a rate of 20ml/h. The pcu was placed under repeated similar load conditions and operated for 25 days without repeating the error code event. The inspection process did not find any issues that may have been a contributing factor. The state of the ac power source during the customer¿s incident is not known. The pcu at the time of the malfunction event was recorded to be in use for treatment. The customer stated that there was no patient incident reported.